Event description:
On 08/28/97 at approx 6:00 p.m., resident was found between siderail and bed in room 302-3. Resident was assessed immediately and was sent to the hosp for treatment. Nursing home declares that submission of this report does not constitute an admission that med personnel, user facility, dist, MFR or product caused or contributed to the event.